Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a laparoscopic left pneumonectomy procedure, after completing the operation, the surgeon closed the wound. It was reported that before transferring the patient to the recovery room, the anesthetic doctor saw the blood pressure of the patient to decrease. The patient underwent another operation wherein the laparoscopic procedure was converted to open due to the device problem. The surgeon extended the incision and watched the thoracic cavity, it was seen that there were lots of blood clots (more than 1 kg). It was also noted that there was a hole at the position of staple line, in the procedure, there was no problem with the firing and there was no staple line bleeding. The surgeon used his finger to block the hole first then ligated through sutures. The patient needed (2 liters) for blood transfusion. The surgical time was extended for more than one hour. It was also reported that the patient had extended hospitalization for 5 days.